Event description:
Healthcare professional reported "had swelling and seroma". This record is for the unknown side. Device was explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "had swelling and seroma". Later healthcare professional reported "severe capsular contracture baker grade 4" and "deformation". This record is for an unknown side. Device was explanted.

Event description:
Healthcare professional reported "had swelling and seroma". Later healthcare professional reported "severe capsular contracture baker grade 4" and "deformation". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.